Event description:
It was reported that the wig wag brake on the 9800 system does not stop c-arm from moving a couple of degrees left or right (does not stay still). There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the brake pad. The system was tested and found to be working as intended and placed back into service.